Event description:
This companion driver caddy was not in use by a pt. The customer reported that the handle of the companion driver caddy cannot be adjusted. This alleged failure mode poses a low risk to a pt because the issue was observed when the caddy was not in use by a pt. In addition, the reported issue would have no effect on the ability of a companion 2 driver to perform its life-sustaining functions. The companion driver caddy will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental report.